Event description:
Patient presented to the physician with wound dehiscence at the neck incision site, exposing the stimulation lead, and with a portion of the lead eroding from the open wound. Physician prescribed antibiotics.

Event description:
Patient presented back to the physician with the stimulation lead eroded through the skin at the neck incision site. Due to infection concerns, the physician brought the patient into the operating room and removed the entire inspire system. Post-operative antibiotics were prescribed after the procedure was completed.